Event description:
While attempting to place a neuroform2 treo md stent, the stent became lodged in the patient's left groin subcutaneous tissue. Attempts were made to retrieve it, however, were unsuccessful. The stent was left in the left groin tissue. The patient did not suffer any clinical deficit.